Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, heavily tortuous mesenteric artery. During advancement of the 6.0x15mm herculink elite stent delivery system (sds), resistance was met with an unspecified 6f sheath and the stent dislodged from the sds. An attempt was made to snare the stent but was unsuccessful. The stent was pulled into the iliac artery and a 7.0x24mm non-abbott stent was used to cover the entire herculink stent. There were no adverse patient sequela; however, a clinically significant delay was noted. No additional information was provided.